Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4).the dentist reported that 12 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 10ncm of primary stability was achieved.